Manufacturer narrative:
Pending information regarding the cause of the issue as well as device disposition. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device has not been returned for additional evaluation and investigation. Per the instructions of use of the intrathecal catheter, catheter fracture and csf leak are both known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Agent reported a catheter revision due to a hole being in the catheter near the insertion site. As a result of the hole, there was a csf leak.

Manufacturer narrative:
Representative informed cause of the alleged issue is unknown. Representative also reported the device was discarded and will not be returned. Internal complaint number: (B)(4).

Event description:
Representative reported the patient was not getting adequate pain relief. Removed catheter segment was discarded.